Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 4.00x24mm synergy drug eluting stent it was noted that when the cap of the device was removed, the stent had dislodged. The procedure was completed with a different device. No patient complications were reported and patient's status was good.